Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: the surgeon uses the 4 product codes on each joint procedure, unknown layer of tissue. The date of the procedure, and other details are not available. An unknown number of patients with drainage and unknown if drainage was cultured requiring additional procedure. No specifics are available at this time. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue layer was each code of vicryl suture used on? What are the patient age, gender, weight, prior medical history? How was suture placed (continuous or interrupted)? What post op date did patient present with drainage symptoms? Were any cultures taken of the wound drainage? What are the results of the cultures? What was the date of the second procedure? Can you describe the appearance of each layer of tissue during the second procedure? What is the surgeon¿s opinion as to the contributing factor to the patient event? Does the surgeon believe there was any deficiency in any code of the vicryl suture used? What is the patient current condition? Note: events reported via 2210968-2019-81817, 2210968-2019-81818, 2210968-2019-81819.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. Once the wound was starting to heal, the doctor reported buildup of fluid and necessary wound wash out being performed to clean affected area and reapproximate wound edges. Specific issues, such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing were possible but specifics weren't reported. Additional information has been requested.